Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24nov2020. Access was obtained in the femoral artery, using the compliant device. A micropuncture wire and another manufacturer¿s sheath were used with the device. No complications were noted with the other manufacturer's sheath.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a left cardiac catheterization and femoral artery angiogram via groin access, a micropuncture transitionless access set was used for post angioseal deployment. The inner cannula was inserted and on injection, the hub of the cannula separated from the device. The device had been in place for thirty seconds. The cannula remained in the femoral artery. A minor cut-down procedure was performed, and the cannula was removed without difficulty. Another device was then used. The patient was reportedly stable. Access was obtained in the femoral artery, using the compliant device. A micropuncture wire and another manufacturer¿s sheath were used with the device. No complications were noted with the other manufacturer's sheath. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, documentation, manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. Unused devices from the same lot were returned, however, and none of the unused devices were separated. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, IFU, and returned unused devices, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. The product IFU states ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position¿ and ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to the failure mode. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a left cardiac catheterization and femoral artery angiogram via groin access, a micropuncture transitionless access set was used for post angioseal deployment. The inner cannula was inserted and on injection, the hub of the cannula separated from the device. The device had been in place for thirty seconds. The cannula remained in the femoral artery. A minor cut-down procedure was performed and the cannula was removed without difficulty. Another device was then used. The patient was reportedly stable. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.